Event description:
Related manufacturer reference number: 2017865-2021-35631, 2017865-2021-35632. It was reported that a patient presented to the clinic on (B)(6) 2021 with their pacemaker protruding from their skin. The patient's system, including their pacemaker, right ventricular and right atrial leads were all explanted. A new pacemaker system was implanted on (B)(6) 2021. The patient was stable throughout.